Manufacturer narrative:
Additional information: product analysis: parts received: (B)(4) lot# 0274781w observations: the ¿washer¿ is the outer lip of the center nut that has been sheared off from what appears to be over tightening of the nut. The edges of the nut are rounded indicating force. The deformed hex corners left witness marks on the outer ring as it came off. Conclusion: the damage appears to be the result of over torque on the center nut.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a posterior lateral fusion at t10-l2 at which time screws, rods, and crosslinks were implanted. The x10 set screws were broken off and the middle nut was torqued, however, the washer separated from the implant during torsion. The broken crosslink was removed and replaced. The procedure was completed successfully and no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.